Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Initial reporter: (B)(6). A getinge field service technician (fst) evaluated the unit and observed a fan failure alarm. Event log review identified error code 59 occurring multiple times. The fst replaced the fan cable assembly. Following the replacement, the error no longer occurred. The unit was verified to be operating correctly and successfully passed all functional testing. Fat department performed evaluation of returned part and found part in good condition. Fat department installed part in cardiosave and no problem was confirmed.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field- h6-medical device ¿ problem code.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) unit had an error related to fan failure alarm. There was no patient involvement.